Event description:
A customer contacted beckman coulter (bec) reporting that approximately 2 cubic centimeters (cc) of fluid was leaking within the coulter lh 780 hematology analyzer at vl12. The leak was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles at the time of occurrence. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous patient results were generated in connection to this event. Vl12 - is the bath drain line from the red blood cell (rbc) bath (vc2) to the bath overflow chamber (vc10) and may contain blood, diluent or cleaner.

Manufacturer narrative:
The customer replaced the tubing at the vl12 resolving the leak. No further evidence of leaking was observed, instrument ran without any issues. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).